Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
It was reported that the patient was asymptomatic. It was noted that the right ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced. The patient was stable.